Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) patient experienced cardiac arrest and presented to the emergency room (ER). Boston scientific technical services (ts) discussed that placing a magnet over the device would inhibit shock therapy. This crt-d remains in service. No additional adverse patient effects were reported.